Event description:
Medtronic received information that damage (physical or cosmetic) occurred. There was no adverse impact or consequence reported as a result of this event.

Manufacturer narrative:
This report is part of a retrospective review and remediation efforts in response to a warning letter. Correctional/removal number: z-0958-2020 (B)(4). S/w 4.10d. Unit had cracked case at the battery tube side, cracked battery tube threads, minor scratched display window, scratched case, faded serial number label, pillowing keypad overlay, cracked keypad overlay at the select button and a cracked retainer. Unit passed the displacement test.